Manufacturer narrative:
Three unused warming blankets from the same lot were provided for product inspection at the customer's facility. Visual inspection of the blankets revealed no faults, damages or anomalies. The blanket safety test procedure was performed using the foot hose port of the sample blankets. Foot port was selected based on the initial information of the burn location described by the customer. During simulated testing, the blankets passed specifications; the maximum contact surface temperature did not exceed 48 degrees celsius when operating with a warming device set at 44 degrees celsius. And, the average contact surface temperature did not exceed 46 degrees celsius when operating with a warming device set at 44 degrees celsius. When the customer demonstrated how they were using the blanket, the following observations were noted: with the blanket being positioned between the arm troughs and slid under the patient, there were indications of obstruction/ restricted flow of air through the blanket. There were also indications of blockage / obstructed flow with enough restriction to trigger the warmer alarm repeatedly through the procedure. These indicators would typically be followed-up with adjustments to improve airflow as indicated in the warnings of the instructions for use. These observations are consistent with incorrect usage of the warming products as called out in the product's instructions for use. No product performance inconsistencies were met during testing. No evidence was found to suggest the reported event was caused by an intrinsic product fault. No corrective actions are planned at this time.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that following an hour of use with listed product a burn was noted on the patient. Patient received wound care for blisters received due to the burn. No permanent adverse effects to the patient were reported.